Event description:
It was reported that patient presented to the hospital for an unknown reason. Upon interrogation, noise was observed on the right ventricular lead. No patient symptoms were reported. The device was reprogrammed and the lead remained implanted.